Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported "rupture with capsular contracture baker IV. Diagnosed via mammography" this record is for the left side. The device remains implanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "rupture with capsular contracture baker IV. Diagnosed via mammography" this record is for the left side. Device was explanted and replaced with another manufacturer device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: no observed. As per the investigation procedure deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture with capsular contracture baker IV. Diagnosed via mammography" this record is for the left side. Device was explanted and replaced with another manufacturer device.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.